Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that threading on portion of the catheter where the syringe or connectors insert was broken off, the connector could not be secured to catheter. It looks as if the umbilical line apparently failed due to the threading on the catheter being changed, as they are now tabs instead of threads. There is no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2418300064 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed. A corrective and preventive action has been initiated to further investigate this issue.